Manufacturer narrative:
(B)(4). Additional information: information requested and received: the gun was used on lung tissue, the bronchus and the lobe artery and vein this occurred on the 5th firing following 2 firings on the lung tissue and 2 firings on the vessels. The gun failed to fire on the first stroke. Green cartridge was being used. Before this failed firing there were 2 white and 2 blue firings. No buttressing material was used. No it was not fired across an existing staple line. No unexpected noises. Yes, it required more force to try and fire. Actual closing over the bronchus was not a problem. No, the gun remained closed and articulated. The o did not appear back in the window and instead was blank. Yes, it was very difficult to remove as the jaws would not re open as the knife blade was still out of its housing. The surgeon had to cut the tissue from the jaws. The gun was articulated but not fully. Only the bronchus was cut. I am sorry I don't have exact measurements of tissue. As yet there have been no consequences of this complaint but procedure time was increased by approx 30 mins. I have no patient details apart from it was a male. I have no up to date patient reports. The ec60a device was received for analysis with the knife not fully retracted, thus the device would not open. An ecr60g cartridge was loaded on the device. The cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. In addition, the cartridge deck was found damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The knife was returned to its home position and the device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Intra-operative photos were received. Based on the photographic evidence, the belief is that the cause of the complication experienced while firing the ec60a device was an incomplete firing stroke during the knife reverse process.

Event description:
It was reported that during a pneumonectomy procedure, the surgeon was performing an open pneumonectomy and had initially used the gun with no issues to fire over one vein and one artery (fired twice) but upon the third firing to resect the bronchus this is when the problem occurred. The jaws were closed over the bronchus and the surgeon waited fifteen seconds before firing but after the first stroke the gun jammed and the surgeon could not fire the trigger any further. They tried to reverse the knife blade but this safely mechanism did not work and the surgeon was stuck with the gun closed and partially fired over the bronchus. There was a blank picture in the window so it did not suggest that the gun had locked out. To remove the device the surgeon had to cut the gun from the patient¿s tissue and then over sew to make sure the resection was secure. Another like device was used to complete the procedure. Surgery was prolonged forty-five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. (B)(4) = photos. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: per the affiliate: the patient was stable. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? Was the device fully articulated? Degree of articulation? Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Has this any impact on the patient, the surgery or the healing process? Was the additional procedure time only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause the additional time? What is the age and sex of the patient? Photo analysis conclusion: based on the photographic evidence, the belief is that the cause of the complication experienced while firing the ec60a device was an incomplete firing stroke during the knife reverse process. Hands on analysis of the device and cartridge could provide additional confirmation of this conclusion.